Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor making a rattling sound was confirmed; however, the reported event of a m4 alarm was not confirmed. The centrimag motor was returned for analysis. The motor was investigated by ppe and underwent resistance and insulation testing. When the motor cable was manipulated at the motor end, the motor failed resistance testing at the following connections: a1+/a1-, agnd/+5v, and hx/hy. The centrimag motor returned to the service depot for analysis. The returned centrimag motor was evaluated and tested. The service depot was able to verify the complaint. The motor was connected to a test 2nd generation console and flow probe. The motor immediately began to rattle the pump when the motor cable was moved near the motor end. The motor failed due to cable breakdown. The root cause for the motor making a rattling sound was conclusively determined to be due to motor cable breakdown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 11 months 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the site heard a loud noise from the centrimag motor. The site claims that the loud noise that was heard sounded like a rattle. It was verified that the pump head was still seated properly and the set screw was in place. Once that was verified, flows were down to about 0.16 l/m and the site was unable to clear the alarm and still had the sound. They then switched to the backup and flows returned to 0.2 l/m with no rattling noise. The motor was tested on a clear primed circuit. With the console off, the motor was plugged in and received an alarm of motor disconnected. The site then made sure the cord was plugged in fully, the disconnection alarm never cleared and then the motor alarm: m4 alarm also alerted as well. No additional information was reported.

Event description:
Additional information: it was reported that the motor failed while on a patient.

Event description:
It was reported that the patient was off extracorporeal membrane oxygenation(ECMO) for about 10 seconds to switch to the backup motor. During this time the patients blood pressure dipped slightly, but didn¿t need any other interventions.

Manufacturer narrative:
Corrected information.